Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized on (B)(6) 2020 due to diabetic ketoacidosis and high blood glucose level. Blood glucose level of customer was over 700 mg/dl at the time of hospitalization. Customer was experiencing vomiting and hospital gave her medicine for it. Customer was treated with intravenous insulin and was in intensive care unit. While on the hospital she started going backwards instead of getting better. Customer's mother declined to troubleshooting for the customer's high blood glucose. Insulin pump will not be returned for analysis.